Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, device lockout due to several recent merlin.net alert transmissions was observed. The physician elected to continue to monitor the patient. Patient¿s condition was stable.